Event description:
Atty alleges following implantation the plaintiff suffered personal injuries. Particulars of injuries: capsular contracture, breast pain and burning sensation in breasts, loss of nipple sensation, development of silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system, joint pain, headaches, dizziness. Eye abnormalities including dry eyes, burning pain in the chest and arms, heart palpitations, shortness of breath, night sweats, chronic fatigue and sleep disturbances, memory and concentration impairment, resultant cosmetic damage, development of anxiety state with features of nervousness and depression.